Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the pump motor latch on drive motor was missing. The drive motor is part of delphin centrifugal system. Since the event occurred during preventative maintenance, there was no patient involvement.